Manufacturer narrative:
The complaint cannot be confirmed due to the device being unable to be visually and functionally evaluated. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely reason for the reported failure is user error misalignment the insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/21/2023, it was reported by an arthrex subsidiary employee via email that an ar-8724v-14s low profile va locking screw, 2.4 x 14 mm would not lock into an ar-8916vsl-03s volar distal radius plate. A new ar-8724v-14s low profile va locking screw, 2.4 x 14 mm was used to complete the case. This was discovered during a procedure on (B)(6) 2023.